Manufacturer narrative:
(B)(4). Event evaluation: product was returned in a used and damaged condition but intact condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the attached caution label, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." The returned wire guide is intact. The event description describes an attempt at gaining access through the right femoral and the entering "into a tiny muscular branch" where the tip broke off. Access was then successfully gained through the left femoral. The returned wire is therefore most likely the wire used successfully in the left femoral not the separated wire from the right femoral. Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The statement in the event description "tiny muscular branch" indicates that patient anatomy was either the cause or significantly contributed to this device failure. We will continue to monitor for similar complaints. Per quality engineering risk analysis (qera) no actions are necessary at this time as there is insufficient risk.

Event description:
On (B)(6) 2011, while attempting to place a micropuncture wire into the iliac artery of an (B)(6) male patient, the physician was unable to advance the wire. When the wire was removed, it was noted the tip was broken off the wire. Cardiac cath lab report: the patient was taken to the catheterization laboratory, prepped and draped in the usual manner. One percent xylocaine was used to anesthetize the right groin. An attempt was made to use a micropuncture technique and for some reason the wire continued, despite good blood return, to into a tiny muscular branch. On the attempt at removing the wire and micropuncture needle, a small fragment of the distal wire guide was left in this small muscular branch. Switched to the left groin and percutaneously placed the left 6fr sheath without difficulty. A pigtail catheter was advance retrograde, across the aortic valve into the lv apex. Lv gram was performed. Switched to first a right and then a left diagnostic coronary catheter. Angiography was performed using standard technique and aimed contrast injections. Following this, the pigtail catheter was placed back in its place down the aortic bifurcation. Abdominal aortography was performed to investigate the cause of difficulty on the right femoral artery. It again confirmed that the common femoral artery was completely open and that overlying the right femoral artery was a muscular branch which was the artery that was entered when we attempted a femoral puncture on the right. It confirmed that the wire was in a tiny branch and of no consequence to the patient clinically. The diagnostic equipment was removed via a mynx device. No harm to the patient, he was released that evening.